Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that six months after the device was reprogrammed to clear dashes (---), the programmed rate changed to 45 ppm.